Event description:
On an unknown date in 2005, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On an unknown date in 2006, glue embolization was performed to treat a type I endoleak. It was reported the endoleak resolved. On unknown date, aneurysm enlargement was identified with no evidence of endoleak. On (B)(6) 2012, three additional gore excluder aaa endoprostheses were implanted to resolve a type IV endoleak. Additional information has been requested.